Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that the index procedure was in 2008. Predilatation was performed prior to stenting of the proximal ramus with one xience v stent. No procedure complications were reported. The pt had been having angina with minimal exertion since the nstemi in 2009. The pt had a positive nuclear stress test the following month, and was scheduled for cath in the same month. Revascularization took place on the target lesion to treat stent edge restenosis of the xience v stent and an unspecified non target vessel. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation -myocardial infarction, stenosis, and angina, as noted in the xience IFU, are known adverse events associated with coronary stenting and are not necessarily an indication of a product quality deficiency. Myocardial infarction, stenosis, angina, and hospitalization are listed as no-fault post-procedure complications. Since there was no reported product malfunction, there does not appear to be any indications of a stent delivery system (sds) quality deficiency. A conclusive cause for the reported pt effects and the relationship to the product cannot be determined.